Event description:
This report is based on information provided by a philips field service engineer fse, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the ECG (electrocardiogram) was dropping leads. There was no impact or health consequence reported.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is dropping ECG (electrocardiogram) leads. The customer replaced the trunk cable and cord but no change. Device was not in clinical use when the issues was observed.